Event description:
It was reported that during a procedure the frontal stand x-ray was not possible. No patient or user harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned a neurovascular diagnosis procedure and the procedure was delayed. Philips remote support engineer identified a user message on the large screen free space low, delete examinations. The philips field service engineer (fse) inspected the system onsite and confirmed that the frontal x-ray was not possible. The fse recreated the image disk for frontal stand and lateral stand and performed the data consistency repair. After which system was returned to use in good working order. The codes were updated based on the investigation outcome.